Event description:
The customer reported to baxter (B)(4) of a 2.5 l. Triple phase bag in which "after activating the bag, solution is leaking out of one of the seams that separates the chambers." There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, the reported condition could not be confirmed and an assignable cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number.